Event description:
It was reported that during preventative maintenance at the user facility the cast cutter was overheating. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Manufacturer narrative:
Upon visual inspection, the armature and field assembly were found to be worn. The device was repaired and returned to the user facility.

Event description:
It was reported that during preventative maintenance at the user facility the cast cutter was overheating. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.